Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the dms analysis, the reported event on (B)(6) 2023 at 4:15 pm could not be confirmed. The closest match to the customer reported glucose values was at 3:59 pm when the sensor glucose (sg) value was 266 mg/dl with a manual entry of blood glucose (bg) of 236 mg/dl. The high glucose alert threshold was set at 240 mg/dl and the system asserted a high glucose alert at 3:54 pm when the sg value crossed that threshold value. The overall system performance was within expectations with good match between bg and sg values. There were some occasional differences which were due to lag, which is inherent to continuous glucose monitoring (cgm) systems. Since there was no malfunction observed with the system, no further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the customer experienced a false hyperglycemia event on (B)(6) 2023 at 4:15 pm. The customer reported that sensor glucose (sg) was 269 mg/dl where as the measured blood glucose (bg) value was 230 mg/dl. As per the information provided by the customer, a high glucose alert was received even though there was no actual hyperglycemia event. The high glucose alert was set at 240 mg/dl. The customer did not require any medical attention.